Event description:
During a clinic follow-up, the device was observed to be in backup vvi (bvvi) mode due to event queue overflow (eqo). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.